Manufacturer narrative:
We checked the returned unit and confirmed the cmos-m w/drive pcb signs of halo & rainbow on the video image. Based on the result, we concluded that it was caused due to the excessive force applied on the cmos-m w/drive pcb. In addition, we confirmed that the angle wire play, and the objective lens unit cracked; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.